Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Please note that this report is associated with the following MFR report numbers: 3005168196-2015-00952, 3005168196-2015-00953. Device was implanted in patient.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 coils (pc400 coils). During the procedure, the physician encountered difficulty detaching a pc400 coil into the aneurysm, but it did eventually detach. However, two new pc400 coils failed to detach and were successfully removed. The procedure continued using another manufacturer's coils. There was no report of an adverse effect to the patient.